Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection found the coil to be extensively stretched along the proximal portion. A microscopic inspection was also performed. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was found to be missing. The dimension of the coil was taken and found to meet specification. The number of proximal fiber bundles recorded during analysis was below the assigned specification. Damage to the coil may potentially lead to the fiber bundles detaching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2016. It was reported that the 18mm x 20cm interlock -35 coil was defective. Additional information was requested but not made available. However, returned device analysis revealed the interlocking arm and fiber bundles of the coil were missing.